Event description:
Customer received a false positive troponin t result for one pt. Sample was taken in the emergency room. Sample was allowed to clot for 10 minutes and spun for 3 minutes. Sample was processed (for initial and repeat testing) in original primary tube and rack adapter was not used. Initial result 0.157 ug per l, first repeat gave 0.019 ug per l, second repeat gave less than 0.010 ug per l. No info was provided to determine if any adverse events occurred.

Manufacturer narrative:
Preliminary investigation indicates the short clotting of the sample with a short centrifugation time is the most likely root cause. Investigation is ongoing. If additional info is received, appropriate notification will be provided.